Event description:
Boston scientific received information that this implantable defibrillation lead was exhibiting loss of capture (loc) and found to have dislodged. A revision procedure was performed to successfully reposition the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.